Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-90744.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer advised that the event was not due to the insulin pump. There was a previously reported incident in which the customer was unresponsive from a low blood glucose event due to an unknown cause. He noted that he had received a no delivery alarm due to an occluded infusion set on the same day as the hospitalization. It could not be verified whether the customer referred to a different hospitalization than the one mentioned previously. The caller did not provide the blood glucose reading and was advised that the device be replaced. Nothing further reported.